Event description:
The event occurred in the USA. It was reported, that after unpacking of the hls set, prior to use during preparation for set-up, white specs were visible in the priming bag. The white specs were located inside the priming bag, since the customer was unable to remove the white specs by wiping from the outside. The affected hls set was not used. No harm to any person has been reported. If a foreign object is not detected prior to use, it may enter the blood circulation during clinical use, which could be a risk to the patient, therefore a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.